Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a xtra-silent nite slide-link appliance has broken. The office reported that the hook on attachment keeps breaking. No injury was reported.